Manufacturer narrative:
Insulin pump passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a recurring stuck button alarm. Customer¿s blood glucose was 10.3 mmol/l at the time of incident. Customer stated that the insulin pump was not exposed to a change is altitude. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.